Event description:
This event occurred on 8/13/98. The pt first experienced symptoms approx 60 mins after starting plasmapheresis, and she had had gelofusion 500 mls x1.5 at that stage. (Gelofusion being used as replacement fluid rather than albumin as had been used in prior plasma exchange procedures for this pt). Her symptoms were exactly the same as those described for pt number one (fenwal MFR report #2314912-1998-0012), and her clinical findings were the same. She required the same supportive measures, and again, all investigations were normal. The whole episode lasted approx ten mins, with the pt making a full recovery. "She complained of suddenly feeling unwell, and experienced a flush feeling in her face, along with lower back pain and incessant yawning. She then felt lightheaded and nauseous. She was hypotensive and tachycardic. She then developed marked rigors, but her body temperature was normal. The plasmapheresis was stopped. Clinical examination was unremarkable, apart from pallor and rigors. In particular, there was no respiratory distress, wheeze, skin rash (it did not look like a typical drug reaction). The pt only required supportive treatment with oxygen, but she received paracetamol 1g by mouth. She certainly did not require any steroids or antihistamines. A septic screen was performed, incuding blood culture. "Msu", chest x-ray, etc and these were all normal. The infusion set was cultured, as was a sample of the gelofusion, but nothing grew."